Manufacturer narrative:
Complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The sample was not returned to bd for evaluation. Four electronic photos were provided and a photo review was performed. The investigation is confirmed for an external split/break in the catheter, as the photo review confirmed a partial longitudinal split in the catheter just distal to the protective clamping sleeve. The definitive root cause could not be determined based upon available information.

Event description:
This report summarizes one malfunction event. A review of the event indicated that an unknown hickman d/l catheter experienced a break and fluid leak. This report was received from one source. One patient was involved with no patient consequences. Patient age, weight, and gender were not provided.